Manufacturer narrative:
Other applicable component: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins recharger (insr) battery was depleted, the desktop charger (dtc) connector pin had broken in the insr and not charging the insr. The patient reported that they had removed the broken pin from the insr, and that their ins was dead. A replacement desktop charger (dtc) was sent. No additional symptoms, and no additional complications were reported for this event.